Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that after the doctor cut the wire on an arch bar, he noticed a tiny piece of the tip was broken off. It is reported it would not cut properly on the first and second use. It is reported, however not confirmed, that suction was used to remove the tip from the patient. It is reported that there was no delay and the doctor does not consider this event to be a patient injury. Additional information was requested but not received.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches along the length of the instrument and a fracture at the very tip of one of the cutting blades; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be excessive force applied at the tip. The non-conformance database was reviewed in the evaluation and no non-conformances were found. According to the evaluation, there are no indications of manufacturing defects.